Event description:
Procedure urological. Reportedly, the pt experienced vaginal erosion.

Manufacturer narrative:
Erosion is a well known potential complication of this type of procedure. The product insert which accompanies each device states in chapter "adverse reactions" that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, infection, inflammation, sensitization, adhesion formation, fistula formation, extrusion and recurrence.